Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 670 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was high blood glucose and diabetic ketoacidosis. The customer was admitted for 4 days, they put him on insulin and saline solution, no food and tons of fluids and electrolytes. Customer was wearing the pump at of hospitalization. The customer is currently treating with injections and was advised to stay off the pump until he gets back into shape. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 530 mg/dl. The customer was treated for high blood glucose with injections. The customer was advised the 2 high blood glucose rule. The customer will monitor blood glucose and call back if decides to finish troubleshooting.